Manufacturer narrative:
The initial MDR 2432235-2016-00227 was filed on may 3, 2016. Additional information (5/16/2016): a siemens headquarters support center (hsc) specialist reviewed the service report. No issues had been identified during service and therefore the cause of event could not be determined.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse cleaned the area dispense sample zone and cleaned under the wash station manifold. The cse ran service tests and quality controls, which were acceptable. The cause of the discordant, false negative total hcg results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false negative total human chorionic gonadotropin (total hcg) results were obtained on one patient sample upon repeat testing on an advia centaur xp instrument. The sample was initially run neat, resulting greater than the analytical measurement range. The sample was then diluted with a dilution factor of 1:100 and both runs displayed an "error" message. The customer then ran the sample as neat three times, resulting negative on all replicates. The negative results were reported to the physician(s), who questioned them as the patient was pregnant. The customer tested a different sample tube a month later. The sample was diluted with a dilution factor of 1:100, resulting greater than the analytical measurement range and diluted again with a factor of 1:200, obtaining the expected result. The result obtained on the 1:200 dilution was sent as a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative total hcg results.